Event description:
It was reported that a kink and difficulty loading wire occurred. The target lesion was located in the heavily calcified left anterior descending artery (lad). A 15 mm x 3.00 mm wolverine cutting balloon was used during the procedure. The wolverine would not load on the wire and became bent while trying to load it onto the wire. The procedure was completed with another of the same device. No patient complications were reported and there was no harm to the patient. However, the device was returned and analysis revealed a pinhole on the outer shaft. Based on the potential root cause identified, the following attributes were examined: a visual examination identified that the balloon of the device was tightly wrapped and had not been subjected to positive pressure. An examination of the balloon material, tip and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. This wolverine device is recommended for use with a 0.014 inch (0.36mm) guidewire . During the product analysis the investigator was unable to load the device on to a boston scientific 0.014 inch guidewire due to damage to the guidewire lumen. The guidewire used by the customer was not returned for analysis. A microscopic examination identified that the inner guidewire lumen of the shaft was stretched and bunched beginning approximately 2mm distal of the bi-component bond and extending approximately 5mm distally. A pinhole on the outer shaft was also identified located approximately 2mm distal of the bi-component bond. The damage to the inner guidewire lumen and the pinhole on the outer are consistent with the user applying excessive force when attempting to load the device onto the guidewire. A visual and tactile examination identified no issues with the hypotube of the device. No other issues were identified during the product analysis.